Event description:
The customer stated that he had received a control test result that was out of range. He performed another control test while troubleshooting and received a result of 22 mg/dl. The normal control range was 96-133 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement test strips will be sent.